Manufacturer narrative:
The investigation confirms the product broke after pt fell. The fracture resulted from fatigue and that no material defects were found.

Event description:
Complainant claims that after a fall x-rays revealed that the rods were fractured. The complainant was then revised due to the fractured rods.